Event description:
Per the clinic, the patient experienced scab over the magnet site (specific date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported) and a lower magnet strength was provided to the recipient. The implanted device remains.